Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is bent in the haptic insertion area. A deep scratch is observed on the anterior surface of the lens. A split\crack is observed from the edge across the center of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file states the use of a qualified cartridge and unspecified handpiece. The file states the use of a non-qualified viscoelastic. The root cause may be related to a failure to follow the directions for use. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported that following implantation of an intraocular lens (iol) of the left eye, the lens was broken. The iol was removed and replaced with an alternate iol during the initial procedure. There was no patient harm.